Event description:
It was reported the pt went for system x-ray while the system remained on. During the procedure, it was observed that the programmer wand was still in place behind the ipg and showed up in the x-ray field. During an attempt to remove the external device, the pt felt a dramatic increase in stimulation. The increase caused him excess pain. The pt was unable to turn the stimulation off. Further f/u indicated the pt was successfully reprogrammed. All the devices are in use as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.